Manufacturer narrative:
The investigation for the reported introducer damage, access site bleeding, and removal issues has been completed. The impella device was not returned for evaluation. Clinical details were not sufficient to determine the root cause. The root cause of the access site bleeding issue was not determined since product was not returned and the clinical information was enough to be conclusive of the root cause of the bleeding. The root cause of the introducer damage issue was not determined since product was not returned and insufficient clinical information regarding the location and reason of the damage was given. Potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ to conform to updated procedures, sections d6 and h10 have been revised with updated information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 86-year-old male undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the impella cp supported a percutaneous coronary intervention procedure successfully. Upon removal of the impella cp, there was limited ability to maintain hemostasis after the 14 french sheath fractured, leading to significant bleeding in the access site. After wire access was restored, the 14 french gore sheath was placed to obtain hemostasis. Fluids and two units of blood were given. The patient expired in the procedural area.